Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. A pcba 670-1275-07 (cpu) was not functioning; therefore the board was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of a display was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs received compact monitor model 91367 for service repair with customer complaint of no display. The customer removed the product from service on november 30, 2015. No injury was reported.